Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 2 weeks post placement of a 10 mm x 60 mm rx wallstent permalume stent in the distal common bile duct (cbd), the pt underwent a scheduled stricture revision procedure at which time the physician noted that the stent had migrated to an unspecified location. The event was noted as serious, moderate in severity, and definitely related to the device. The stent was removed utilizing balloon dilation and rat toothed forceps. A second, unspecified, stent was placed to complete the procedure. The pt's condition resolved with stent removal and placement of the second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.